Event description:
It was reported that this right ventricular (rv) lead was part of the system revision due to infection. No additional adverse patient effects reported. The rv lead remains implanted.

Manufacturer narrative:
This supplemental report is being filed to correct the b5: description of event; d6b: explant date; g2: report source; h2: follow-up type; h3: device eval by manufacturer; and h11: additional MFR narrative.

Event description:
It was reported that this right ventricular (rv) lead was part of the system revision due to infection. No additional adverse patient effects reported. The rv lead remains implanted. Additional information indicated that the rv lead was explanted due to infection. No additional adverse patient effects were reported.